Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
Pt was implanted with tibial nail construct on an unk date in 1997. Pt was returned to the operating room on (B)(6) 2011 for removal of hardware. Two (2) screws broke post-operative. Pt's fracture had healed and pt requested the hardware to be removed. During the removal, the surgeon was unable to remove the two broken screws at the distal end of the nail. Surgeon did not remove any hardware and the hardware is still implanted in the pt. This is the 3rd report of 3 for the same event.